Manufacturer narrative:
Patient information requested but not provided. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a 60ml discrepancy in the delivery rate of an unspecified medication.